Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that they discovered a fluid leak from the pump module area of the cycler and on the external of the cassette after ending the pd treatment. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed that the fluid leak event occurred on 11/30/2021. There were no alarms or warnings prior to discovering the leak. The pdrn stated that after the patient had completed treatment, they were breaking the machine down and upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the clinic was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that they discovered a fluid leak from the pump module area of the cycler and on the external of the cassette after ending the pd treatment. There were no alarms or warnings prior to discovering the leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Upon follow up, the pdrn confirmed that the fluid leak event occurred on (B)(6) 2021. There were no alarms or warnings prior to discovering the leak. The pdrn stated that after the patient had completed treatment, they were breaking the machine down and upon opening the cassette door, there was fluid leaking out. The cause of the leak was unknown, and the pdrn stated that no other fluid leaks were found. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the day of the reported event. The clinic has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the clinic was discarded and is not available for return for physical evaluation by the manufacturer.